Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure , one resolute onyx des was implanted in the lad. On the same day, increased troponin t and myocardial infarction was reported. The patient was hospitalized and treated with percutaneous transluminal coronary intervention. The patient is recovering. The investigator and sponsor assessed the event as not related to the index device or antiplatelet medication. [Update (B)(6) 2018 also reviewed].

Manufacturer narrative:
The patient recovered. The patient was not hospitalized or treated with pci. . If information is provided in the future, a supplemental report will be issued.